Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Functional testing of the psm on an in-house is3000 system found that axis 2 behaved in a stiff manner, there was a lot of resistance and system error code 23007 was generated indicating that there was an issue with the motor or sensor or that the psm was being restricted from moving by internal or external forces. The psm also failed slow sweep testing. This complaint is being reported due to the psm arm failing the slow sweep test during internal failure analysis investigation. Although there was no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted cholecystectomy procedure, patient side manipulator (psm) arm 2 on the patient side cart (psm) behaved in a restricted manner. The planned surgical procedure was successfully completed and there was no report of any patient harm, adverse outcome or injury. The investigation performed by the intuitive surgical, inc. (Isi) technical field specialist (tfs) was able to reproduce the customer reported failure mode. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instrument. The system was repaired by replacing the affected psm.